Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and sufenta, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient reported that the pump was causing an aggressive growth of some type of scar tissue. The patient already had the scar tissue removed once in (B)(6) 2016. The patient stated that the physician thought she was having an allergic reaction to the pump. The patient did not have an issue with their first pump and per the reporter they believed that a change in the metal from titanium to another alloy was the cause. The physician and the company representative were trying to obtain a hypoallergenic pump for the patient. Per the patient they were planning replace the pump with a coated pump and the patient wanted to know the status of their coated pump request. Per one reporter they believed the device might have been explanted but did not have confirmation.

Manufacturer narrative:
The manufacturer aware date of the original information was 27-aug-2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that he first knew of this issue about two months ago. The rep did not have any further information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.